Manufacturer narrative:
The insulin pump was unable to prime during prime/ compromised force sensor test due to faulty force sensor resistor (gold). Analysis was unable to perform basic occlusion, occlusion and excessive no delivery test due to prime/fill anomaly. The pump passed the displacement test and bolus delivery. There was no motor error alarms occurred during test. The motor tested ok monitored the pump and no blank display occurred. The insulin pump passed the operating currents and no unexpected off no power anomaly noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had motor error alarm, no delivery alarm, and blank display. The blood glucose at the time of the incident was 180 mg/dl. The customer was advised to contact the helpline when these issues occur. Troubleshooting was performed and the no delivery was resolved by a complete set change. The motor error alarm occurred during high blood glucose testing. The insulin pump was not dropped or bumped and the displacement test passed. The customer states the pump was not exposed to a high magnetic field and the drive support cap appears intact. The customer was able to rewind the insulin pump during the motor error alarm. The customer stated having a high blood glucose level of 223 mg/dl. The customer states have a severe headache, nausea, vomiting, and excessive thirst. The high pressure test was performed and alarmed motor error. The insulin pump will be returned for analysis.